Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reportedly, this right ventricular (rv) lead was pulled back into the right atrial (ra). Boston scientific technical services (ts) discussed to consider turning off the device. Additional information was obtained indicating that the patient's device was turned off due to dislodgement. No chest xray was obtained and no inappropriate therapy was delivered. However, a threshold test was done and no capture was noted. To date, the lead remains in service. No adverse patient effects reported.